Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient presented for an automatic implantable cardioverter defibrillator shock. A direct correlation between heartmate 3, serial number (B)(6), and this event could not conclusively be established through this investigation. Review of the submitted log files revealed that the pump operated above the low speed limit and appeared to function as intended. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The patient remains ongoing on vad support and no further issues have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01677. It was reported that the patient presented to the emergency room for an implantable cardioverter defibrillator (aicd) shock. Upon history review, the patient had multiple low voltage and no external power alarms. The patient claims they were connected to wall power at the time. Their battery clips were cleaned even though they did not appear to be dirty. Upon log file review, no external power and low power hazard events were captured on (B)(6) 2020, which were caused by power to the mobile power unit (mpu) being briefly interrupted. The cause of this power interruption is currently unknown. However, log file review also revealed a no external power event later on (B)(6) 2020 due to simultaneous power lead disconnects while the patient was switching from battery power to the mpu. There was no interruption in pump support during these events or any other time in the log files.